Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was mg/dl there was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.